Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had limb ischemia. A bilateral distal perfusion catheter was implanted and eventually, the pump was explanted.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿